Manufacturer narrative:
The pump was returned to animas and evaluated on 1/19/2017 with the following findings: the pump powered on to a blank display screen. An inspection of the printed circuit board found a cracked eeprom component. After downloading the code an error message was observed that was consistent with an eeprom failure.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. The pump was returned to animas and investigated with the following findings. An eeprom failure caused the blank display screen. There was no indication that the product caused or contributed to an adverse event.